Event description:
Add'l info rec'd from MFR 1/2/03: the physician attempted arteriotomy closure with the perclose a-t device. When deploying a device a link break occurred. The device was removed and a second device inserted for successful closure. The sight was oozing slightly so chitoseal was applied. There was no hematoma or oozing noted. The device has not yet been recieved by abbott for testing and investigation. It was determined that the reported incident is non-reportable and would not cause serious injury. Abbott is currently awaiting the return of the device.

Event description:
Unk break in suture. Additional perclose inserted hemostasis obtained. Site oozing slightly chito-seal applied; no hematoma or oozing noted.